Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and displayed an 'out of range' message. It was further reported that tones could not be obtained from the ICD with the application of a magnet.